Manufacturer narrative:
This report is being submitted as follow up no. 1. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the interventional cardiologist had an issue with the deployment of the angio-seal device during an unknown procedure. The patient status is unknown. Additional information was received on (B)(6) 2019. The procedure was a left heart catheterization with ventricular angio. The angio-seal was inserted with a single flash being established. When the vip was inserted into the sheath the physician "pumped" the top piece of the vip device. Once the second click was established he began to retract the vip device and noticed an abnormal amount of tension, so he stopped pulling and the compaction tube was not exposed at that point. Another physician was called before further deployment and he agreed that the force was high and they then separated the vip from the top of the sheath and double cut the suture to remove it from the device. Pressure was held and there was no known injury. The patient was reported to be doing fine. Additional information was received on (B)(6) 2019. The physician stopped retracting the vip back prior to exposing the compaction tube. Hemostasis was achieved by manual compression. The patient is fine and the groin looked good the next day.